Manufacturer narrative:
Device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator's active exhalation control module was found to be broken. The device's active exhalation control module will be replaced to address the issue. Traces of contamination were found on the exterior of the device.